Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a guidewire tip detachment occurred. Vascular access was obtained through the femoral using an 8fr sheath and left radial using a 6fr sheath. A 190cm hornet 14 guidewire was used for a complex chronic total occlusion (cto) case in the right coronary. The wire was advanced to the lesion area; however the tip of the wire broke on the hard cap of the calcium in the lesion. The tip was not retrieved. The patient had a similar procedure in (B)(6) where the same issue occurred with a non-bsc wire. The broken tip of this wire also was not retrieved. The procedure was abandoned and there were no further patient complications.